Event description:
It is reported that some pins of the universal oscillating saw attachment were broken. The surgery was delayed 10 minutes and no pt harm was reported.

Manufacturer narrative:
The device was not returned at the time of this report. A follow up medwatch will be submitted once the investigation is complete.